Event description:
The customer contacted physio-control to report that when pressing the on button on their device, the display remains blank and none of the buttons responded when pressed. Additionally, none of the lights on the keypad illuminated. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control provided the customer with technical assistance and recommended that the device be examined by a physio-control service representative. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue and to find out if the customer would like to have their device serviced. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.